Event description:
Pt went into ventricular tachycardia and fibrillation on 11/25/93. She was shocked 5 times but showed no improvement in rhythm. Staff attempted to shock pt again but the unit failed to fire. The staff had to find another unit which was located on the same floor. The unit which failed to fire was plugged in to the wall socket. No low power alarms sounded. This was a loaner unit which is being returned to the MFR.